Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.

Event description:
It was reported by the customer that the display had "spots" evident during intial testing. No patient involved.

Manufacturer narrative:
The reported unit was not returned for an evaluation. Customer requested parts needed for the repair. Sechrist shipped p/n 21437 back plate assembly, p/n 20475 back light replacement and p/n 22181 display module. Customer reported the problem was solved and unit functions normal. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.